Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Supplemental report is being filed to update event description and to update patient code. There was no confirmation of infection. Boston scientific received information that the device pocket was swelling. There were no additional adverse patient effects reported. The device remains in service.

Event description:
Boston scientific received information that this device was part of a system revision due to pocket swelling. There were no additional adverse patient effects reported. The device remains in service.